Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, episodes of non-sustained rv oversensing were observed. The patient was asymptomatic. The device was intermittently undersensing r-waves. Programming changes were recommended and were made.